Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of the first episode of back pain ("significant lumbar pain"), anxiety ("anxiety"), depression ("depression"), the second episode of back pain ("severe back pain") and abdominal distension ("abdominal swelling") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced the first episode of back pain (seriousness criterion intervention required), anxiety, depression, the second episode of back pain, abdominal distension and headache ("headaches"). At the time of the report, the anxiety, depression, the last episode of back pain, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, anxiety, depression, headache, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: since insertion of essure, the patient suffered of diverse adverse events. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-mar-2019 for the following meddra preferred term: back pain analysis in the global safety database revealed 629 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.